Event description:
Tracheostomy tube gets "soft" before 29 day usage. Caller states that patient has extreme hyperextension of the neck that caused distal end of cannula to become "smooshed" because of the softening of the product.